Manufacturer narrative:
This report is submitted on august 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection and extrusion of the device. Subsequently, on (B)(6) 2017 the receiver stimulator was explanted. The electrode array was left in situ to preserve the cochlea for reimplantation at a later time.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.